Event description:
The customer reported event was found during a diagnostic procedure, which was delayed five minutes to check the water tank connections. The intended procedure was completed using the subject device.

Manufacturer narrative:
Updated fields: h10 corrected fields: b5 (information was inadvertently missed on the initial) this report is being supplemented to provide additional information based on the legal manufacturer's final investigation and information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-190 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual chapter 5 "reprocessing the endoscope (and related reprocessing accessories)" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had defects in the air/water nozzle and that forceps cannot be inserted nor removed. During the device evaluation, the following reportable malfunction was found: a foreign object coming out of the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation. The device evaluation found; the nozzle had foreign objects due to insufficient cleaning. The bending angle in the up direction did not meet the standard value due to wear of the angle wire. The adhesive on a-rubber (bending section cover) had a chip and a crack due to physical stress. The adhesive on the a-rubber (bending section cover) had a white-clouded area. The air and water supply volume did not meet the standard value due to clogging of the nozzle. The water removal ability did not meet the standard value due to clogging of the nozzle. The adhesive around objective lens and lg (light guide) lens had peeled. The ig (image guide) protector had a scratch due to physical stress caused by handling. The control unit had discoloration due to chemical stress during reprocessing. The c-cover (plastic distal end cover) had a dent. The connecting tube had a scratch and wrinkle. Due to the nature of the reportable event (foreign material found in the nozzle), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information: device was cleaned, sanitized and disinfected prior to sending the device for repair. Facility was not aware what the foreign material was. The time lag between the end of clinical use and the start of pre-washing noted no delay, properly implemented. Pre-cleaning: flushed the air/water nozzle with water and air. Flushed air/water nozzle with detergent solution. Facility noted that there was no abnormalities on the accessories used for reprocessing facility did not note any comments or concerns regarding reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.